Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider on (B)(6) 2018 regarding a patient receiving dilaudid (30.0mg/ml at 11.015mg/day) and bupivacaine (5.0mg/ml at 1.8359mg/day) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that per pump logs, a motor stall occurred on (B)(6) 2018 at 4:28 with a recovery on the same date at 15:09. No patient symptoms were reported and no further complications were reported or anticipated.